Event description:
It was reported to philips that loss of image during fluoroscopy due to detector and software issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flashlite high end kit, apm choice detector px4700 hs and performed calibrations, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).